Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or probe. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One (1) osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Bone / tissue was seen attached to the implant external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate density (type ii). The reported device was located on tooth # 16 (fdi) and was used for approximately 12 years 10 months. Per the applicable instructions for use, it is stated that breakage may occur following improper techniques used and when device is loaded beyond its functional capability. Device history record review was completed for the subject lot number (785664). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (785664) for similar event keyword category (functional: fracture : implant) and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product ((B)(4)). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided . Device UDI number unknown / not provided.

Event description:
It was reported that implant failed due to a horizontal fracture. Only the top part of the fractured implant was returned but both parts were successfully removed.